Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced during evaluation. Evaluation determined the cause to be a failed back flex with 3 battery contacts (1 negative, 1 positive, and 1 data) fully depressed and unable to rebound as designed. The rear case was replaced.

Event description:
It was reported that a spectrum pump powers off with the slightest movement. It was also reported there was no patient involvement.